Manufacturer narrative:
The device has been returned to the manufacturing facility for evaluation. A follow medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered with the lacrimal intubation set. The report states that the needle broke off on three of the devices. There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
The complaint samples were pull tested to determine the tubing to probe pull detachment force. None of the samples exhibited tubing detachment from the probe. The root cause of the reported complaint condition is unknown.